Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose (bg) level was 242 mg/dl. The customer loaded a new cartridge, delivered a correction bolus, and adjusted the basal rate settings to address bg level. It was confirmed that the customer will continue to use the pump for continued insulin therapy.